Manufacturer narrative:
(B)(4).

Event description:
Patient and patient's husband contacted dexcom technical support on (B)(6) 2015 to report intermittent out of range signal on (B)(6) 2015. Dexcom technical support advised patient and patient's husband to perform reset on device. The patient and patient's husband did not report any injury or medical intervention.